Event description:
Patient reported left side "pain in breasts," "hardening of left breast," "left breast is bottoming out," "burning sensation in armpit,¿ ¿skin issues,¿ ¿digestion issues,¿ ¿autoimmune issues," the events of "fatigue, hormone imbalance, abnormal liver readings,¿ are not related to device "solid lesions 11 and 1 o¿clock in the left breast. These are presumed to be fibroadenomas" are not related to device. Physician later reported " capsular contracture baker grade iii." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog red particles in the shell and red biological tissue in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.